Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A surgical technician reported pt's right eye at three month photorefractive keratectomy (prk) post-operative visit was found to be overcorrected by two diopters. Pt complained of "right eye blurry" at visit. Add'l info has been requested.